Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that calibration errors were received on the insulin pump and a bad sensor alert. Customer does not recall any significant events leading to the error. Customer was having high and low blood glucose between 45-514 mg/dl. But should have been stable when calibration occured. Troubleshooting was done but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.